Event description:
A nurse practitioner reported that at the time of intraocular lens (iol) implant surgery, the surgeon noticed the trailing haptic had pulled out of the optic. He retrieved the haptic and left the lens implanted. Upon a postoperative visit, the surgeon noted that the lens had dislocated. The lens was exchanged. In a follow up, the surgeon reported the prognosis for the patient as "excellent".

Manufacturer narrative:
The product was returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 02/09/2009 and 02/23/2009 by phone, fax, and mail. A completed questionnaire was received on 02/24/2009.